Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The allegation was reported to have occurred for transmitter 81c4s0. Data was evaluated and the allegation was confirmed for transmitter 80nuwl. The probable cause could not be determined. No injury or medical intervention was reported.